Manufacturer narrative:
All of the buttons functioned properly. However, a corroded keypad was found. There was no button error alarm during testing. The unit had a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and a stained end cap sticker. (B)(4).

Event description:
The customer's father called in to report a keypad anomaly and a button error alarm during a bolus. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed to that the device would be replaced, and was informed to return the device for analysis.